Event description:
The device was used to treat a patient, and following the code, the patient record was reviewed and it was the reviewer's opinion that the patient's rhythm resembled ventricular fibrillation. The reviewer reportedly stated that the device should have, in their opinion, advised a shock. The patient's outcome and information was not reported.